Manufacturer narrative:
(B)(4).customer complained about the insulin pump having cracks on the battery, reservoir and belt clip rail areas.insulin pump passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked reservoir tube lip, cracked battery tube threads and scratched case. Insulin pump was confirmed for cracked battery tube threads, cracked case at belt clip rail corner and cracked reservoir tube lip. Insulin pump passed required testing.

Event description:
Information received by medtronic indicated that the insulin pump had cracks on battery compartment, clip rails, and reservoir compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.